Event description:
Diagnosis with adenocarcinoma of common bile duct - mets to gallbladder, liver pancreas, retroperitoneal, peripancreatic lymph nodes - under treatment with gemzar 5fu, lv. In 2005, pt received 5fu via cadd pump - a cadd plus pump was used in error and pt received the entire dose over 4 hrs rather than 24 hrs. Two days later she developed nausea diarrhea, low grade temp, sore throat, mouth, urinary burning. Admitted one week later for pancytopenia with mucositis. Started on leukine antibiotics and tpn. Developed high grade fever, increased heart rate 150-160's - to ICU 5 days later. Expired in the next day.